Manufacturer narrative:
Review of instrument images: plate x43301158 processed with cric lot 221513 (23nov2015). Cell 1_ rs 16/neg, cell 2_rs 19/neg; both cells visually negative with slight red cell adherence sample resulted as negative. Plate x43301164 processed with cric lot 221505 (18nov2015). Cell 1_rs 18/neg, cell 2_rs 35/pos; cell 1 visually negative, cell 2 visually positive sample resulted as positive. Pi lab confirmed the reactivities of the e and jka antigen on retention capture-r ready-screen I and ii, lot x433 using the neo with retention capture-r ready indicator red cell, lot 221513, anti-e, lot dl20750, and anti-jka, lot 614007-1. Controls performed as expected and all cell reacted as expected. Retention performed as expected.

Event description:
Customer reported an unexpected negative result with the capture-r ready-screen I and ii (crrs I/ii) when testing a patient sample. The sample was tested on the galileo neo and resulted with a negative screen. The sample was identified to have an anti-e and anti-jka at another facility.